Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the screw was turned counter wise and then removal was attempted, but the lead tip was fixated and it could not be removed. The screw was removed manually as it is, and when the tip was checked, it confirmed that the screw had been elongated since before insertion. The pacing lead was attempted/not used and replaced. No patient complications have been reported as a result of this event.